Manufacturer narrative:
(B)(6). The product was returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported persona knee instrument fractured parts were returned. No patient consequences or involvement were reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the returned device is fractured, tasp exhibits signs of repeated use and has fractured on the medial side of the post. DHR was reviewed and no discrepancies relevant to the reported event were found. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.